Event description:
It was reported that during a pump revision (refer to manufacturer report # 3004209178-2014-22805), when the surgeon opened the pump pocket and removed the pump, it was noted the catheter was disconnected. It was not known if the surgeon inadvertently caused the disconnection while pulling the scarred pump out of the pocket. The catheter was reconnected and an attempt was made to aspirate through the side port without success. The patient¿s back was opened and the catheter was cut but there was still no cerebrospinal fluid backflow. The catheter was then replaced. There were no symptoms or complications associated with the event. No cause for the event could be determined. The location of the issue was not determined. No catheter segments were left in the intrathecal space. The patient status at the time of the report was ¿alive ¿ no injury.¿ the patient was discharged home on november 23 and doing okay. The system was used to deliver baclofen.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4).